Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection did not identify any abnormalities. A functional flow rate test was performed. The flow rate of the infusor was found to be within specification. No malfunctions were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a basal/bolus infusor experienced an overinfusion. The device had been filled with 20 ml of fentanyl citrate and 6 ml of saline. The device was expected to infuse for 52 hours; however, the infusion ended after approximately 20 hours. A patient control module (pcm) was used with the infusor, but it was not known how many times the pcm¿s medication demand button was pressed during the infusion. The reporter stated that the device had been primed and solution flow was confirmed. There was no patient injury or medical intervention reported. No additional information is available.